Event description:
Spontaneous. Patient requesting additional needles stating some of the last ones were damaged. No missed dose reported. No adverse event reported. Unknown if pt has product on hand for return. No further information. Reported to cvs/caremark by: patient/caregiver.